Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained using the aviva system, compared to a lab result, on a neonate patient less than 10 minutes apart: 31 mg/dl (aviva) and 52 mg/dl (lab). Mother of neonate had gestational diabetes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.